Event description:
According to the initial report received via email on 24 march 2025, protect study patient experienced "lv apex pseudoaneurysm development." Event onset is 26 sept 2023 and event end date is 29 sept 2023. The event is recorded as unlikely related to the amds device and definitely related to the amds implant procedure. No pre-existing conditions caused or contributed to the event. Treatment was provided and the event outcome is listed as resolved. The amds device was implanted on (B)(6) 2023.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. According to the initial report received via email on 24march2025, protect study patient experienced "lv apex pseudoaneurysm development." Event onset is 26sept2023 and event end date is (B)(6) 2023. The event is recorded as unlikely related to the amds device and definitely related to the amds implant procedure. No pre-existing conditions caused or contributed to the event. Treatment was provided and the event outcome is listed as resolved. The amds device was implanted on (B)(6) 2023. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds5540-es, lot c2460019l (finished goods) and c2459396d (sterile sub-assembly) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported to artivion on (B)(6) 2025 associated with a patient residing in the united kingdom (UK) and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is ¿unlikely¿ related to the amds device and ¿definitely¿ related to the implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient had an amds5540-es (serial #/lot #: (B)(6)) implanted on (B)(6) 2023 at (B)(6) hospital located at (B)(6). Adverse event # 1 reported as a cardiovascular event categorized as ¿lv pseudoaneurysm¿, with an onset date of 26sep2023 (14 days post-op) and an end date of (B)(6) 2023. No pre-existing condition or the acute disease caused or contributed to the event. The event led to the following serious adverse event: medical or surgical intervention to prevent premature impairment of a body structure or function. The patient was already hospitalized. Treatment (repaired on (B)(6) 2023) was provided, and the event was documented as resolved. The patient was discharged on (B)(6) 2023. It is important to note that amds device was not removed, as there were no notable device malfunction or deterioration in characteristics or performance. Additional details from the patient¿s baseline and hospital admission data indicates a medical history of: htn, high cholesterol, dm, and previous hysterectomy many years ago. (B)(6) 2023 admission notes revealed that the patient presented with the following complaint: ¿sudden onset of chest pain with l sided weakness and seizure episode prior to c scan in homerton-gcs (B)(6) post but paraplegic. Bilateral lower limbs- no movement but some sensation intact¿. It also states that (B)(6) CT aorta shows focal pericardial pseudoaneurysm at lv apex via iatrogenic apical septal defect, 2.5cm pericardial effusion also noted. The CT images were provided by the protect study team. CT images were reviewed by an artivion representative on (B)(6) 2025, the reviewer indicated the significant findings listed below, in which the reviewer agreed with the complaint description. Preop (B)(6) 2023: - dissection type a discharge (B)(6) 2023: - amds stabilizes tl without conspicuous changes in configuration no additional information is forthcoming. Upon completing a review of the available information, we concur with the investigator that the reported event is not related to the amds but likely related to the implant procedure. Of note ¿arterial or venous thrombosis and/or pseudoaneurysm¿ are listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.